Event description:
It was reported that a malfunction occurred on the pump, identified by the caller. There was no adverse impact to the customer's blood glucose level. The customer was provided with information to reset the pump by technical support but was unable to reset it during the call and planned to follow up with technical support later. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.